Manufacturer narrative:
1. DHR/bhr review (lot#4198330): 1) the products of this batch were assembled at intima ii auto line 2 in aug 2024 and packaged at r240 package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant testing: 1) the needle part is examined under the microscope, the needle tip and the catheter tipping show no abnormality. 2) lie distance is measured, and the result is within the product specifications. 3) penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. 4. The occurrence of the complaints may be related to the quality of the product, and may also be related to the patient's skin, vein conditions and puncture method. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30°, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle. Do not withdraw the needle prematurely, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since no defective sample has been received for relevant tests, and the usage of the sample is unknown, the root cause of the complained defects cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm needle through catheter (B)(6) 2025. The nurse performs an IV indwelling needle puncture on a patient to deliver a cannula that is obstructed and folded, the puncture fails, and the front of the indwelling needle cannula is found to be separated from the core after the needle is removed. A replacement is given and the puncture is repunctured.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.